Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the horizontal crease of the glabella, marionette lines, and oral commissures with 1 ml of juvéderm vollure¿ xc. Six to eight weeks later, the patient began to develop ¿swelling,¿ that was described as ¿hard and tender,¿ on the forehead, above the glabella injection site, in vertical orientation. The patient also experienced a ¿biofilm.¿ a CT scan of the head was performed in the ER but it was ¿only of the brain, looking for mets.¿ four days after the patient was seen, they were treated with 15 units of hyaluronidase, another 10 units 3 days later, and an additional 40 units 4 days later. Two days later, the patient was treated with keflex 500 mg pr qid. Two days later, the patient was given another 40 units of hyaluronidase and again 4 days later. The event is ongoing.